Event description:
Surgeon was doing a growing rod lengthening/revision. Both rods on the construct had broken at the connector. Surgeon feels the failure of rod was due to pt's weight and failure to conform to restrictions of physical activity.

Manufacturer narrative:
No conclusion can be made at this time. A lot number was not provided, therefore, a lot history review could not be performed. Surgeon feels the failure of the device had to do with pt's weight and failure to follow physical restrictions.